Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a balloon burst occurred while using an intraclude device model icf100. The issue occurred during procedure. As reported, the surgeon was able to complete the procedure without any problem, as the balloon burst just before it was going to be deflated. A small amount of blood was lost through the aortic valve. Reportedly, the device was prepared per the instructions for use (450-500 mmhg balloon pressure, steadily dropping throughout). As per response received, there was no calcification or other patient factors that could have contributed to this event. The patient was noted as to be uninjured and discharged home. The device operator had a high level of experience.

Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer) and h6 (type of investigation). Corrected h4 (device manufacturer date): corrected manufacturing date from medwatch # 32327 that was incorrectly entered.

Event description:
Edwards received notification of a balloon burst occurred while using an intraclude device model icf100. The issue occurred during procedure. Reportedly, the device was prepared per the instructions for use (450-500mmhg balloon pressure, steadily dropping throughout and needed inflating). There were no problems arresting the heart. A small amount of blood was lost through the aortic valve. As reported, the surgeon was able to complete the procedure without any problem, as the balloon burst just before it was due to be deflated. As per response received, there as no calcification or other patient factors that could have contributed to this event. The patient was noted as to be uninjured and discharged home. The device operator had a high level of experience.

Manufacturer narrative:
H10: additional manufacturer narrative: despite attempts to retrieve the device for evaluation, no product was returned for evaluation and no medical records or images were provided. DHR review was performed and no relevant nonconformances were identified. A lot history review showed no other similar incidents for the subject lot. There is no evidence to suggest an edwards manufacturing defect. As per the instructions for use, "note: a typical initial balloon pressure is between 300 to 400 mmhg. Balloon pressure should not be used as an indicator of occlusion, but only as a reference for balloon functionality." Additionally, it contains the following warning: "do not exceed maximum inflation volume of 40 ml as balloon burst may occur." The complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was returned for evaluation. Customer complaint of balloon rupture was confirmed. Device was returned with visible traces of blood. Balloon was observed to be ruptured radially about halfway around the circumference in the central area. Edges of rupture site appeared to match up. Aortic root pressure lumen was found to be occluded with blood. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found.

Manufacturer narrative:
H3: evaluation summary : the device was sent to the supplier (imds) for further investigation. Per the supplier investigation results (see below attached), using the greatest magnification, the point of the balloon burst was inspected. The balloon burst looks to be caused by a sharp tool/point causing the balloon to burst. The direction of the puncture was not able to be determined with the equipment available. The migrating of the balloon reported as initial description of the complaint is most likely caused by a puncture in the balloon resulting in loss off pressure in the balloon. After prolonged inflation the puncture lead to the balloon burst. A 100% leak test is executed during manufacturing of the devices. Also, the devices are tested on balloon stability pressure for 6 hours as part of lot release testing, so it is very unlikely that cause of this complaint is related to the manufacturing process. The cause of the puncture in the balloon was not possible to be determined with the equipment available. H10: additional manufacturer narrative: per the instructions for use, note: a typical initial balloon pressure is between 300 to 400 mmhg. Balloon pressure should not be used as an indicator of occlusion, but only as a reference for balloon functionality. Additionally, it contains the following warnings: do not exceed maximum inflation volume of 40 ml as balloon burst may occur, and do not add volume to the balloon based on a gradual balloon pressure drop as bursting of the balloon can occur. A gradual balloon pressure drop is normal, due to material relaxation of the balloon, and does not indicate loss of occlusion in the aorta. Based on the information available, the root cause of the balloon rupture cannot be conclusively determined. No defect regarding the balloon material was identified. Per the customers event description, the device was prepared per the instructions for use (450-500mmhg balloon pressure, steadily dropping throughout and needed inflating). However, the IFU indicates that a gradual balloon pressure drop is normal and does not indicate a loss of occlusion. Adding volume due to balloon pressure drop may result in the balloon bursting; however, this cannot be conclusively determined as the root cause. Based on the findings in the supplier investigation, there is evidence to suggest that a sharp object (such as a tool or calcification) may have contributed to the bursting of the balloon. This, however, can also not be conclusively determined as the root cause. It is possible that a combination of the above factors contributed to the balloon rupture experienced by the customer. Per the supplier, it is very unlikely that cause of this complaint is related to the manufacturing process. There's no evidence of prolonged procedure (per the description of event, the surgeon was able to complete the procedure without any problem, as the balloon burst just before it was due to be deflated), and no indication of patient injury.